Event description:
The customer contacted stryker to report that their device exhibited unexpected power loss. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and could not verify or duplicate the reported issue. Stryker observed that the monitor was not properly turned on and was left on for over three hours. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.